Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/16/2021. H.6. Investigation: six photos and 134 samples were received by our quality team for evaluation. From the photos, barrel damage was observed. From the samples, damage was observed with damage on the barrel body and the barrel tip was chipped off. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different section of the syringe machines and matched a potential area which could lead to the damaged barrel. The syringe barrel damage could have occurred at the assembly machine. The probable root cause could be due to a damaged tablet. This will cause the syringe barrel tip to unable to be fully seated in the lower tooling, which resulted in poor throw out at the leak test station. This caused the barrel tip to be chipped off and damaged the barrel body. The damage on the barrel caused the leakage past the stopper. The defect could have been escapees that were failed to be removed by the production technician from the line during line clearance resulting it to flow to the subsequent process.

Event description:
It was reported that medicine leaked from between the bd¿ slip tip syringe barrel and plunger. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the drug solution leaked from between the barrel and the plunger rod."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine leaked from between the bd¿ slip tip syringe barrel and plunger. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the drug solution leaked from between the barrel and the plunger rod."